Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the main board was unscrewed and loose in pump, the bottom case was cracked by the l bracket, the gasket was broken, the battery door was cracked, and the alternating current (ac) receptacle was missing. No alarms in the event history log (ehl) relating to reported problem, history had been cleared after customer installed new configuration. Unable to download ehl due to pharmguard error. During the functional testing the reported issue was able to be duplicated. Syringe size was out of calibration. Also noticed the left plunger case teeth don't line up with ear clip indentations and push the syringe plunger upwards. The q1 chip was broken off the plunger board. The root cause of the syringe size sensor was due to normal wear/calibration drift as the pump was over 9 years old. The root cause of the syringe plunger not in place was due to damage to the pump by the customer. Recalibrated all the pump sensors. Also replaced plunger tube as a preventative measure. Replaced plunger board. Performed calibration, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
Additional information received via email: this product did not fail while being used on a patient. Customer found it while performing an inspection.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump was not reading syringe size or that it's in place. No patient injury reported.